Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified the issue. The fse troubleshot the issue and tightened all the helium connections on the hospital cart. The fse performed an external and internal helium leak test and unit is no longer leaking helium. The unit passed all tests and calibrations and is cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) is leaking helium. There was no patient involvement.